Event description:
Event description: user took 5 ihealth at home covid antigen tests - 3 showed nothing and one was positive and one was negative. And did follow up with a lab pcr test which was negative as well as a different brand antigen test, also negative.

Manufacturer narrative:
After communicating with the user, the specific information of the product cannot be confirmed; the purchase channel is not ihealth lab inc. Authorized distributor no reports of adverse related events with either patient or user (no patient death, injury, allergic reaction(s), or any medical intervention provided). Initial reports suggested that the ihealth antigen test kit was not tampered with, altered, or compromised, as no evidence that the user/patient had seen evidence of product alteration. A false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use.